Manufacturer narrative:
There was no patient involvement. Replaced devices have not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t had heating problems during priming. Follow-up communication revealed on february 18, 2016 that the heating problems were on the patient side. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate and found that the unit was overheating on the patient side when cold cardioplegia was selected. Two heater elements and the temperature probe on the patient side were replaced to resolve the issue. The unit was calibrated and tested and no further issues were reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t had heating problems during priming. Follow-up communication revealed on february 18, 2016 that the heating problems were on the patient side. There was no patient involvement.

Manufacturer narrative:
The replaced heating elements were returned to livanova USA and visual inspection was performed. The heating elements showed significant signs of rust and corrosion. Due to the rust and wear on the heating elements, the full label was not fully legible, so it could not be confirmed if the elements were old-style or new-style. Based on the age of the unit, it is very likely that the heating elements are of the old type. This issue has already been addressed and a change order was implemented to change the material. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.